Event description:
Spontaneous call: patient reported "high pressure" alarm on one of the pumps as she was switching to new cassette. Patient tried the cassette on previous pump and it was working fine so it wasn't a faulty cassette. Patient didn't have any visible blockage on the drug pathway. The tubing was placed correctly as well. Patient changed tubing to new one and the "high pressure" alarm went away. The lot number is 4163597. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the product available to be returned for investigation? Yes. Did we replace the device? Pt already had new tubing on hand. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved. Has this incident happened within the past 6 months? No. No other information provided at this time. Reported to (B)(6) by pt/caregiver.